Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump cartridge tracks made it difficult to load and remove the cartridge. Customer declined additional assistance from tandem technical support regarding this matter. There was no reported adverse impact to the customer's blood glucose level.